Manufacturer narrative:
A review of the complaint history, device history record, documentation, drawing, and visual inspection of the returned device was conducted during the investigation. Visual inspection and device analysis of the returned device confirmed partial separation on the extension tube. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other complaints for this failure for this lot number. Based on the information provided the root cause cannot be determined. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints.

Manufacturer narrative:
Turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the turbo-ject double lumen peripherally inserted central catheter (PICC) line leaked fluid and blood at the connection point of the line and hub. The date of initial device implant and duration of use were not provided. The attending nurse clamped the leaking line with sterile gauze and an alligator clamp. The PICC line was explanted and a dressing applied to the insertion site. A replacement PICC line was implanted. The patient reportedly tolerated the event well. No further event or patient details were provided.